Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02798. It was reported the patient was gardening about 6 months after her implant date when she bent over and noticed a change in her stimulation. She reported x-rays had confirmed her lead had pulled out of the ipg header. She stated no other intervention had taken place to address the issue and she now wants her scs system removed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.